Event description:
Foley urinary catheter inserted via urethra for bladder drainage. During CT of abdomen and pelvis, catheter came out. Balloon noted to be sheared off from cather. Pt required cystoscopy to assess for injury to bladder and urethra and removal of balloon remnants.